Event description:
The user facility reported that a patient had an impella 5.5 placed in a patient with non-st-segment elevation myocardial infarction after the intra-aortic balloon pump was explanted and a 4-vessel coronary artery bypass graft was planned at the second, tertiary hospital. The patient suffered from ventricular tachycardia that was treated by defibrillation on the second day of impella 5.5 support. Two units of red blood cells were given and albumin. Two amiodarone boluses were done. The patient was cardioverted twice for rapid ventricular response. The pump remained on despite this until care was withdrawn and the patient expired after just under four days.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.